Event description:
A doctor's office alleged that a patient had swallowed the right mini-scope herbst mechanism.

Manufacturer narrative:
The patient sought medical attention from a family physician and was prescribed a laxative for treatment; however, the part did not pass. On (B)(6) 2013, the patient went to the emergency room and received further treatment; however, the doctor's office was not definitive as to whether the treatment received was a laxative or an enema. It was reported that the part had passed and was observed by the hospital staff during the ER visit. The doctor's office reported that they followed up with the patient on (B)(6) 2013 and it was confirmed that the patient is doing well and has fully recovered. The device was not returned; therefore, no evaluation can be conducted.